Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the base of the left cylinder of this patients device came loose. A revision surgery was scheduled. The revision surgery was completed. It was noted that the base of the left malleable implant had come loose and was causing the patient pain. The doctor removed the left side implant only and made the decision at this stage not to replace the left hand side implant. The patient still has a implant on the right hand side. No other adverse patient effects were reported.